Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic burch procedure the needle broke at the swedge while being passed through the tissue. The surgeon applied another device. The hosp reported that no pt injury had occurred.